Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No scrolling numbers display anomaly noted during testing. The insulin pump was also received with missing end cap sticker. No moisture damage on electronics. Analysis was unable to verify battery out limit alarm due to button error alarm.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 253 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.